Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0002648920-2017-00636.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06254, 0001822565-2017-06255. Concomitant medical products: zimmer persona femoral component catalog # unknown, lot# unknown, zimmer persona tibial tray catalog # unknown, lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent total knee procedure and experienced pain, loosening, swelling and limited range of motion following the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.